Event description:
Physician reported that removal of two essure micro-inserts was necessary, due to severe pelvic pain his pt was experiencing. The pain resolved following removal. The physician did not have further details at the time this event was reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.